Event description:
The customer reported approximately ten milliliters (ml) of fluid overflowed and leaked from the bellows with aspiration system errors, and the bellows did not drain involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. All controls were within the acceptable specifications. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure control/risk management plan at the facility. Beckman coulter customer technical support (cts) advised the customer to use proper ppe prior to troubleshooting. The customer verified chamber fmt-1 and valve line vc-3 and confirmed vc-3 was approximately half full of fluid and fmt-1 was approximately two thirds full. The customer noted fibrin in fmt-1 chamber indicating vc-3 overfilled at some point. The customer manually drained both chambers and filled a 50/50 solution of household bleach and deionized water (di) water into each chamber to bleach the drain lines. The customer performed a system test and observed the chambers drained completely. The customer analyzed five patient samples and recovered normal results with no system errors. The customer noted both chambers, and the needle bellows, drained completely. The unit was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone.